Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with tests results from results obtained of 104, 145, 195 and 222mg/dl. The customer's expected fasting blood glucose test result range is 90 to 105mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 195 and 222mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): the 126mg/dl (B)(6) 2017 12:00 am fasting: yes, the 130mg/dl (B)(6) 2017 12:00 am fasting: yes, the 145mg/dl (B)(6) 2017 12:00 am fasting: yes, the 114mg/dl (B)(6) 2017 12:00 am fasting: yes, the 104mg/dl (B)(6) 2017 12:00 am fasting: yes. The customer is concerned with difference in reading taken within a minute of each other, all readings are fasting and times and dates are subjective to the customer's records.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with tests results from results obtained of 104, 145, 195 and 222 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 195 and 222 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is concerned with difference in reading taken within a minute of each other, all readings are fasting and times and dates are subjective to the customer's records.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with tests results from results obtained of 104, 145, 195 and 222mg/dl. The customer's expected fasting blood glucose test result range is 90 to 105mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 195 and 222mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is concerned with difference in reading taken within a minute of each other, all readings are fasting and times and dates are subjective to the customer's records.